Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: angina, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was done in 2007, in which a 3.5 x 18 mm xience v stent was deployed to treat a lesion in the mid left anterior descending (lad) lesion. There were no product malfunction or pt effects during the index procedure. However, in 2009, the pt returned with shortness of breath, stable angina. Reportedly, there was revascularization of the mid lad lesion and an additional xience v stent was deployed. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - angina and stenosis are known risks of coronary stenting procedures and are listed in the IFU. These pt effects along with dyspnea and hospitalization are listed in the risk assessment as no-fault post-procedure complications and not necessarily an indication of a product quality issue. It is possible that the reported angina and dyspnea are secondary effects of the restenosis which was treated with revascularization with a balloon catheter and an additional xience v stent, which required hospitalization. However, a conclusive root cause for the pt effects, and the relationship to the device, if any, cannot be determined.